Manufacturer narrative:
The manufacturer is anticipating the return of the device for evaluation but has not received it at this time.

Event description:
A peripheral atherectomy procedure commenced to treat a slightly fibrous lesion in the mid peroneal artery using a contralateral approach. The physician chose to use a spectranetics turbo elite laser atherectomy catheter. It was reported that during pullback, with the turbo elite device lasing, the device's distal radiopaque marker band detached from the device within the patient. It was reported that the physician was not lasing in the presence of contrast medium, and the device was flushed per the spectranetics instructions for use (IFU). The physician used a medtronic balloon to successfully remove the marker band from the patient. The procedure was completed with no reported patient harm. The manufacturer is anticipating return of the turbo elite device for evaluation, but has not yet received it.

Manufacturer narrative:
D10): device was returned to the manufacturer on 09 mar 2021. H3): device was evaluated by manufacturer; device evaluation in narrative below. H6): method, results and conclusions codes populated within their respective sections now that device has been evaluated. H6): correction: in addition, this supplemental report is to clarify that the MDR submitted is not the subject of an approved exemption and therefore number ¿5645646¿ included in the ¿exemption number¿ field was submitted in error. This exemption number has now been removed. Device evaluation: the device was returned and investigated by a cross functional team on 11 march 2021. The team determined the cause of the event was due to due a circumferential void located at the locking feature of the device's distal band. This void prevented the epoxy from locking the distal marker band into place which allowed the band to become detached during the procedure. The was no additional damage identified to the device.